Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was liquid leaking from a broken waste fitting behind the unicel dxi 800 access immunoassay system. The waste is set up to go into a drain and the tubing that connects the waste and the dxi instrument broke off causing a disconnection. This broken piece caused the waste material to make a puddle near the drain in the laboratory. The customer was wearing personal protective equipment (ppe) at the time of the event. No injury or exposure was reported.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request and a field service engineer (fse) went on-site (B)(4) 2011 and discovered that the external quick connect waste fitting was broken. Fse replaced the fitting and verified that there was no leaking. The root cause for this event may be attributed to the broken fitting. (B)(4).